Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device image was dark even with brightness all the way up. There were no reports of patient harm.